Event description:
Pt revised due to retroverted stem.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. It is stated in the initial product investigation request, it was not suspected that the device failed ot meet specifications or contributed to the reported event. The investigation could not verifty or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed.